Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4)

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging an audio tone/vibration (no sounds) issue. It was unknown at the time of the initial complaint if the vibratory features were working. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 02/17/2016: device evaluation: the device has been returned and evaluated by product analysis on 02/01/2016 with the following findings: no audio detected at power up alert. All sound settings set to "high"; temp basal & reminders set to "vibrate". Piezo was activated; intermittent sound detected. Opened pump to inspect piezo, cracked solder connection observed, see attached photo. Unrelated to the complaint, the battery compartment is cracked on the side of the battery compartment from the threads traveling down along the side of the bumper to the case seal.